Event description:
It was reported that noise was observed on the right ventricular (rv) lead. The patient was to be re-assessed at a future date in clinic. No changes were made. The patient was just being monitored remotely. The patient was stable.